Event description:
It was reported that noise leading to oversensing and inhibition of pacing was observed on the right ventricular (rv) lead and the right atrial (ra) lead. The patient is pacemaker dependent. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that insulation damage was suspected on the right ventricular (rv) lead and right atrial (ra) lead but was not confirmed visually.